Manufacturer narrative:
The technician found the release latch was stuck in the open position on the left head side rail which was most likely from an accidental spill which caused corrosion. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The left head side rail latch was lubricated by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed was down and had a tag stating the side rail would not latch in the raised position. The bed was located in an off site hca warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).